Event description:
An usci arterial/venous percutaneous catheter introducer set (hemaquet 9f) with straight fixed core guide wire was used during the placement of swan-ganz catheter in a pt's right internal jugular vein. The pt's right internal carotid was punctured by the straight wire during the procedure; and the pt developed large hematoma that caused the trachea to deviate to the left. Medical intervention for the event included application of pressure by the physician and the advancement of endotracheal tube. The event can be avoided if the catheter introducer set contains a j wire instead of the straight wire.